Manufacturer narrative:
Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side rupture. The device remains implanted.